Event description:
It was reported that the patient feels a pounding sensation in the pacemaker site every 3 hours. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient feels a pounding sensation in the pacemaker site every 3 hours. It was further reported that the patient complained of diaphragmatic stimulation occurring every three hours. The lead monitor will be programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.